Event description:
It was reported that during cleaning and sterilization, the customer noted that the 'coating was coming off, noticed after cleaning' on the thoracic grasper instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main insulation tube exhibited damage along the distal end of the main tube. The main insulation tube was found with several gouge marks. The marks were short in length and they were not axially aligned with the tube. The main insulation tube also exhibited a couple of different damaged sections with tube insulation removed. There were some main insulation tube pieces missing. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The reprocessing manual specifically states: warning: when scrubbing the tip of cautery instruments, take care not to damage the insulation.